Manufacturer narrative:
The manufacturing location and lot number provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150 mg/dl and the sensor glucose was 100 mg/dl. The customer stated she went into threshold suspend and this was three days into the sensor. The customer stated she as work at doesn't want to trouble shoot and just wants a replacement sensor. The sensor will be returned for analysis.